Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented with complaints of hiccupping. A chest x ray was performed and the lead was noted to have dislodged and was not sensing or capturing. A lead revision procedure was performed and the lead was explanted. There were no additional adverse patient effects reported. The lead has been returned for analysis.